Event description:
It was reported that (1) device was used during a lung resection. It was reported by the rep that the surgeon was using the tsb35 to resect a portion of the lung. On first firing after removing device from box, the instrument would close, but would not fire. Another tsb35 device was used to complete the case. There was no consequence to the pt.